Event description:
It was reported that the customer experienced unspecified battery issues. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional action was needed from technical support.